Manufacturer narrative:
Additional information provided. One trimmed piece of a company stent was received in a vial. The stent was visually inspected and damage consistent with trimming was observed, the distal collar and first retention ring were returned covered in biological debri. The reporter has not provided sufficient clinical data for evaluation with this complaint. Therefore, the reported event could not be verified. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there is one additional complaint associated with the lot for the reported issue. Photo attached to the parent complaint was reviewed by the investigation site. Photo is a vial with liquid in it, trimmed stent is not visible in the picture. Because the sample returned could not verify the reported event, insufficient clinical data was received, and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. (B)(4).

Event description:
A health professional reported that after a glaucoma stent procedure, a patient experienced endothelial cell loss with endothelial touch from the stent. Additional information has been requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received stating the patient underwent a secondary surgery to shorten the stent. The patient was also prescribed medication.